Event description:
The customer reported the device will not pass est. Later clarified by manufacturer's field service engineer (fse) that the ventilator failed system pressure testing during est. The customer reported there was no patient involvement.